Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated intermittent data log corruption. Tandem technical support provided pump reset instructions for the customer as customer wanted to perform reset on their own. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.